Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. An occlusion alarm was not identified during testing; however, an f-38 (malfunction in tube misloading detection circuitry) alarm was identified during the review of the alarm log and functional testing. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. This occurred before use. There was no patient involvement. No additional information is available.